Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A nurse reported that one trocar was noticed to leak during a vitreoretinal surgery. It started to leak after the vitrector was inserted to the eye and removed for the first time. The procedure was completed without harm to the patient but the event was irritating for the surgeon. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the (B)(6) patient.

Manufacturer narrative:
Evaluation summary: two opened 23 ga trocar cannula/hub assemblies were received in a small parts tray for the report of leaking. The returned samples were visually inspected. Sample 1 was found to be conforming and sample 2 was found to be nonconforming with a hole in the septum. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, (B)(4) lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the products acceptance criteria. (B)(4) lots had no anomalies found based on the device history record reviews. (B)(4).